Event description:
Patient was post operation avr on (B)(6) 2012. On (B)(6) 2012 at 00:57, patient went in pulseless vtach. CPR was started an acls protocol followed. Iab emergently placed at bedside at 02:45. Compressions were happening during insertion. Iabp read "unable to calibrate sensor iab". Pressures on iabp console were reading 33/14 with diastolic augmentation reading 29. When the reporter came in the morning of (B)(6) 2012, the reporter connected the radial art line to the back of the balloon pump since the fiberoptic balloon could not be zeroed. There was no augmentation - meaning the reporter could not see any difference in the waveform on 2:1 pumping when the balloon was inflating. This was the case fro the time the balloon was inserted. This was the case from the time the balloon was inserted. Timing was impossible since there was absolutely no indication of augmentation. Trigger was ECG. The reporter called the 800 number for assistance. The 800 line attendant indicated that since the patient had an ef of only 10% that might explain. The reporter was unsure if the 800 line attendant understood that there was no augmentation (not just low augmentation). The reporter called the 800 number again on (B)(6) because the reporter was still concerned about no indication of any augmentation. This time the reporter requested to send a picture of the waveform so that the 800 line attendant could see it. When the 800 line attendant saw the waveform, the 800 line attendant suggested getting an x-ray to check placement. An x-ray was done, but the radiologist could not see the balloon. The patient expired on (B)(6) 2012.

Manufacturer narrative:
Product condition rec'd: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the outer catheter tubing near the y-fitting approximately 76.2cm from the iab tip. It is difficult to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: a sensor output test was performed and the sensor was found to be within specification. Conclusion: the reported events cannot be confirmed by the evaluation. If a problem occurs monitoring the arterial pressure, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history does not indicate any lot specific issues. (B)(4).